Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported the device was replaced with a new device from the same lot. Photographs of the device were received. There were no reports of the pt being harmed as a result of this malfunction. Add'l info was requested. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. (B)(4).

Event description:
The device was in use for nine (9) days during which time it was repeatedly removed and reinserted in the pt until the presence of a hole in the base of the balloon was observed. The device was replaced with a new device from the same lot.